Manufacturer narrative:
Patient diagnosed with capsular contracture, baker grade iii, left-side. Patient scheduled for bilateral removal without replacement.

Event description:
Patient diagnosed with capsular contracture, baker grade iii - left-side device.